Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe unit activated itself at the end of the case. It was further reported that no other items were being used. Further it did not cause a delay in the case. Further it was reported that, this is about the third time this has occurred.